Manufacturer narrative:
This pt presented to cardiac cath and 1-vessel disease was found. The primary indication for intervention was stable angina pectoris. ECG stress test (bicycle/treadmill) and nuclear scan were done. Pre-procedure cardiac enzymes were not done. The pt's blood pressure at the beginning of the procedure was 125/81, the heart rate was 100 and the left ventricle ejection fraction (lvef) was >50%. Pre-procedure medications included aspirin, other lipid lowing drugs and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, integrilin and unfractionated heparin. Pci was performed on a lesion in the lad with unk lesion and vessel characteristics. An unk cypher stent was deployed at unk inflation pressure. Post-procedure cardiac enzymes were as follows: ck and troponin greater than or equal to five times above the upper normal limits at the 6-24 hr interval. At the 24 hr to discharge interval, ck was 2 times above the upper normal limits and troponin was greater than or equal to five times above the upper normal limits. Ck-mb was not checked during either interval. This was classified as an anterior non q-wave mi that was target vessel related. Further details indicated "after inflations were made across the lad into both the ongoing lad as well as the diagonal, there was an unusual appearing dissection at the area of stenosis, but it did not propagate. A cypher stent was inflated from the proximal lad across the bifurcation lesion into the diagonal. There was a slightly hazy appearance within the stent. Kissing balloon inflations were done with good angiographic results. Timi iii flow was well. Pt had quite severe chest pain during inflations but improved significant with deflation of balloons. At the end of the case, there was persistent st elevation in lead 1. Admitted to ccu for observation due to persistent st elevation unexplained. There was no ongoing chest pain but ECG continued to show st elevation 1-2 mm in leads 1 and avl as well as v2 and v3 along with reciprocal st depression inferiorly. A bedside echocardiogram showed normal lv function and no significant wall motion abnormality. It is likely suspected that distal embolization occurred. Ck rose to 1400 and troponin I greater than 30. Echo the following day 2007 showed distal anterior septal wall and apical wall hypokinesis, no thrombus seen grade 2 lv function." This event was classified as unrelated to the device and highly probably related to the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Please note that this device (unk cypher select plus stent, lot no unk) is not distributed in the us. However, it is similar to the us distributed cxs stent. It is also not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
As reported by the study, following percutaneous coronary intervention (pci), the pt had a myocardial infarction and possible embolism.